Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20093078. It was reported that multiple IV tubings have been breaking below the drip chamber when spiking the bags. It was also reported that one tubing set broke at the y site.

Manufacturer narrative:
H6: investigation summary: fifteen samples were received for quality investigation. The customer complaint of component damage was verified by visual inspection. The fifteen samples submitted for this investigation all showed evidence of a lack in solvent at the drip chamber and tubing union. A device history record review for model 2420-0500 lot number 20093078 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue in this complaint is an assembly issue. The lack of solvent between the drip chamber and tubing would make it easier to separate. An action plan has been implemented in order to resolve this issue. This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak, separation of the tubing to the y-site could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20093078 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20093078. It was reported that multiple IV tubings have been breaking below the drip chamber when spiking the bags. It was also reported that one tubing set broke at the y site.